Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was stuck on an error screen. A technical support specialist (tss) logged in as carefusion admin, checked the c drive, it showed only 2giga bytes (gb) of space. The tss checked the database (db), found to be in suspect mode, followed several knowledge articles, cleared the structures query language dump files, suspect mode and the winsxs files which cleared the space, leaving 13.8gb available. The dsclientoltp was successfully cleared from suspect mode. The db was then backed up, attempted full and normal synchronization but failed. After increasing the timeout, a full synchronization was completed and the medication application launched successfully. The tss monitored the case for 24 hours and proceeded to close as no further issues reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server station was stuck on an error screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.